Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent an unspecified procedure with unspecified mentor saline breast implants has experienced autoimmune disorder (the patient reported celiac disease, vitiligo, rheumatoid arthritis, hashimoto's, lyme disease), liver disorder, anxiety, depression, fasciculations, ringing in ears, heart palpitations, memory loss, migraines, and hormone deficiency. The patient also experienced several miscarriages and became pregnant with one child with a severe birth defect. This case was not confirmed by a healthcare professional. As a result, the patient underwent device removal in 2016. This report is for the second of two devices